Event description:
This is being filed as the mitraclip ((B)(4)) detached from the anterior leaflet and remained attached to the posterior leaflet shortly after being implanted. Another clip was used for stabilization and is considered medical intervention. It was reported that during a mitraclip procedure, due to a prolapse of the posterior mitral valve leaflet, grasping of the clip ((B)(4)) to the leaflet was not easy, but possible. The clip was successfully implanted in a medial position on the mitral valve leaflets. It was not possible to catch the whole prolapse with one clip so it was decided to implant more clips lateral to the first clip. During preparation of the second clip, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet. To stabilize the clip and reduce the degenerative mitral regurgitation (mr) grade, one clip was implanted laterally and another clip medially. The first clip was stabilized and the mr was reduced from 3 to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot. A query of the electronic complaint handling system identified no other incidents from the lot. There were no reported device issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets and the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case it is possible that the challenging patient anatomy causing the difficulty grasping may have contributed to the leaflet detachment; however, this cannot be confirmed. Based on the information reviewed, the reported difficulty grasping the leaflets appears to be related to patient/procedural conditions; however, a definitive cause for the reported single leaflet device attachment cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device.